Event description:
Asku

Event description:
It was reported the programmer showed "serious error. Please turn off & contact medtronic". A system error occurred when any device interrogation was attempted. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the programmer showed a serious error. The error code occurred while attempting to interrogate a device, this was caused by corrupt software.